Event description:
It was reported via repair work order that the corner cover was missing, resulting in sharp edges being exposed. Patient allegedly cut their leg; however, no medical intervention was required.